Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 225 units of insulin during the load sequence with multiple cartridges.a new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.